Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2007. Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed the r wave amplitude had been below 3 millivolts since (B)(6) 2016.

Event description:
It was reported that the right ventricular lead had low r wave sensing. The lead was reprogrammed to the unipolar configuration and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.